Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the initial procedure was performed on (B)(6) 2018 to treat a mildly tortuous and calcified lesion in the proximal left anterior descending (lad) artery. A 3.25x23 xience sierra stent was implanted with no issue. On (B)(6) 2018, the patient presented with unstable angina. Angiography was performed which noted thrombosis in the sierra stent. The thrombus was treated with balloon angioplasty and implantation of two stents. No further information was available.